Event description:
A patient had fallen off the modular table. There was no injury to the patient. The sales representative went into the account the next day to confirm the complaint by replicating the event. There were no issues or defects observed with the table and the complaint could not be replicated. It was confirmed that the most likely cause of the incident was user error.

Manufacturer narrative:
The distributor's representative inspected the equipment and interviewed some personnel. The cause of the event is not clear. The user facility was advised about the appropriate use of patient safety straps.

Event description:
A patient had fallen off the modular table. There was no injury to the patient. The sales representative went into the account the next day to confirm the complaint by replicating the event. There were no issues or defects observed with the table and the complaint could not be replicated. It was confirmed that the most likely cause of the incident was user error.